Event description:
It was reported during central processing, the large suturecut needle driver instrument tips had some gouges and scrapes along the shaft. There was no report of patient involvement due to this event. Per subsequent follow-up on 24-feb-2022 with the da vinci coordinator, there were three procedures done by the same surgeon with use of a large suturecut needle driver instrument on each case. There were no reports of fragments falling into the patient with any of the cases.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "some gouges and scrapes along shaft of instrument". The main tube exhibited signs of scratch marks or abrasions of the distal end. Main tube scratch marks measured roughly 0.05" to 0.52" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. Root cause was attributed to user mishandling, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure videos were provided for review. A review of the instrument log for the large suturecut needle driver (part# 471296-07 / lot# n10210712 / sequence# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 8 uses remaining. Based on this review, the instrument was not used in the reported event date or in any subsequent procedure(s) after its last used. There was no image or video clip submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable malfunction due to the following conclusion: failure analysis acknowledges that fragments was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.